Event description:
It was reported that the pump declared multiple temperature alarms while the pump was plugged in to a power source. There was no report of the pump being exposed to abnormal temperature conditions. Blood glucose level was between 82-292mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.